Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings on their precision qid blood glucose monitor. The tests were taken on right after the other. There was no report of death, serious injury or mistreatment associated with this event.